Event description:
A pharmacist reported that there was 1 ml of air in the viscoelastic syringe which caused the gel to leak upon administration in the eye. Due to the pressure of the air, a capsular rupture occurred. Additional information was received from the doctor who reported that when injecting the viscoelastic there was first a lot of resistance. Pushing somewhat harder the pestle of the squirt shot forward very quickly. According to the doctor, no medical or surgical intervention were required. The event took place during the first use of the device.

Manufacturer narrative:
No sample was returned so no lot specific investigation can be done. The syringes are 100% visually inspected, items with air bubbles are rejected. The root cause was unable to verify. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).